Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a new implant procedure a final check of the system was performed, and out of range right atrial (ra) pacing impedance measurements as well as high pacing thresholds were revealed. A loose connection was confirmed under fluoroscopy. The pocket was re-opened and the ra lead was reconnected to the device, but the pacing impedance measurements still remained out of range. The device was removed from the pocket, and when measuring the ra lead with the pacing system analyzer (psa) normal pacing impedance measurements were obtained. The right ventricular (rv) lead was also connected on the right atrial side and pacing impedance measurements were also out of range. A new device was implanted with the existing ra and rv leads with normal measurements. After the procedure the old device was checked and it was noted that the device's pacing polarity on the atrial channel was configured to unipolar configuration. It was noted that the initial out of range pacing impedance measurements were due to a loose connection while when the system was reconnected the values remained out of range due to the unipolar configuration. The device will be returned. No additional adverse patient effects were reported.